Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: with the information collected during the investigation, there is enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan medical procedures. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Review of sterilization run related to the work order did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was completed successfully and met the required specifications. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process no corrective action was deemed necessary at time of investigation. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Healthcare professional reported left side infection. Device has been explanted and discarded after surgery.